Manufacturer narrative:
Device used for treatment and not diagnosis. Orchid unique manufactured the 2.5mm diameter drill, part 310.25, lot u152787. Due to an unknown cause, the drill was broken at the flutes, near the solid shaft diameter. The part exhibited nicks and marks near the break area. The lot initially conformed to specifications and to the synthes inspection sheet. There was no unusual wear or cosmetic damage was noted on the balance of the part. The exact cause can not be determined. The material, design and processing of the drill are adequate and that the rate of occurrence is very low, it would appear unlikely that the design contributed to the failure of this device.

Event description:
Per inventory coordinator: while drilling in the patients bone during an orif of the right ankle, the drill bit broke. All parts were retrieved and there was no adverse effect to the patient reported.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device history records were reviewed and no non conformities or complaint related issues that would contribute to this complaint condition. All parts conformed to the synthes inspection sheet. The suppliers certification indicated the correct material was used.